Manufacturer narrative:
Investigation pending.

Event description:
Caller reported discrepant results compared to lab. Results as follows: meter = 1.3; lab = 2.6, meter = 1.7; lab = 3.7. Caller changed batteries in meter and obtained the following results: meter = 2.3; lab = 2.6. All labs drawn within 1/2 hour and processed >4 hours. Verified fingerstick technique. No known interfering medication. Obtained sufficient sample. Patient thinks batteries she was using were causing the problem. She replaced them, and her results started matching.